Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead revision procedure. Prior examination of the patient's rv lead revealed dislodgement due to twiddler's syndrome via imaging, despite prior surgical intervention to reposition the lead. High pacing impedance and an unspecific pacing problem was also noted. The rv lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.

Manufacturer narrative:
The reported events were high pacing lead impedance, unspecified low voltage output issue and lead dislodgement. The reported events of high pacing lead impedance and unspecified low voltage output issue were not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue and the helix extension length was measured within specification. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
Correction: b5: field should be updated to reflect the fact that the dislodgement reported was not due to twiddler's syndrome.

Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead revision procedure. Prior examination of the patient's rv lead revealed dislodgement via imaging, despite prior surgical intervention to reposition the lead. High pacing impedance and an unspecific pacing problem was also noted. The rv lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.

Manufacturer narrative:
Additional information: d4: field should reflect new lead information. Additional information: h3: field should reflect pending analysis. Additional information d9: field should reflect return date of product. Additional information: h6: codes should reflect pending analysis.